Event description:
The report received indicated that after the procedure was completed, the wire was withdrawn and the wire appeared stretched, "of longer size". There was no pt injury reported.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days upon receipt.